Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The data showed several consecutive resets between (B)(6) 2022. The device activated the safety backup mode on (B)(6) 2022 as a result of the detection of invalid memory content in the battery history. By design, the implant performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode. During the further course of the analysis the device could be re-initialized successfully without any difficulties with a technical programmer. In a next step, the battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. Furthermore, the battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis, revealing no anomalies. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.

Event description:
This device was explanted (B)(6) 2023, due to device unable to be re-initialized after going into backup mode (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The data showed several consecutive resets between(B)(6) 2022. The device activated the safety backup mode on (B)(6) 2022 as a result of the detection of invalid memory content in the battery history. Based on the information available for analysis the root cause of this observation was not determinable. For a root cause investigation an analysis of the device itself would be necessary. Should the device become available for analysis, this report will be updated.